Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative (rep) regarding a patient receiving gablofen (concentration and dose unknown) via an implanted for intractable spasticity. It was unknown when the event/difficulty occurred, but the rep would follow up for more information. The event occurred during normal use. A volume discrepancy was reported at refill. According to the physician the patient had been consistently off on expected residual volume. The last refill discrepancy was 4mls. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The plan was to read the logs on (B)(6) 2019 and oral medications were given for pain in back and knee. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ surgical intervention did not occur and was not planned. The patient¿s weight and medical history were unknown, but the rep would follow up for more information. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the managing physician sent the patient to a pain management doctor who did his last pump replacement for eval. The physician attempted a catheter dye study and was unable to withdraw but had strong feelings the catheter was delivering intrathecal baclofen therapy (itb). He also felt the volume discrepancies were not overly significant. He was sending for a MRI to rule out granuloma. The doctor¿s office had no recorded weight on the patient. Additional information was received on 2019-jun-17 from the rep and the volume discrepancies were provided and were as follows: (B)(6) 2019 expected residual volume (erv)= 3.1mls, actual residual volume (arv)= 4.5 mls, (B)(6) 2019 erv= 3.7mls and arv= 6mls, (B)(6) 2019 erv= 3.7mls and arv= 5 mls, (B)(6) 2019 erv= 3.1mls and arv=6mls, (B)(6) 2019 erv=3 mls and arv=4 mls, (B)(6) 2019 erv= 3 mls and arv= 11.1 mls, and (B)(6) 2019 erv= 1.7mls and arv= 4.2 mls. It was noted complaints of increased discomfort were ¿5/3¿ and back and right leg which were common complaints. The complaints continued when the residual returned to normal. No further complications were reported.

Event description:
Additional information was received on 25-jun-2020 from a healthcare professional (hcp) via a company representative who reported that on (B)(6) 2020 the patient was taken to surgery at which time the catheter was found to be fused into bone and broke off at the entry site. An extensive surgery was performed which resulted in the inability to replace the catheter. The pump remained implanted pending a decision on further decisions. The cause of the discrepancies was the catheter issue. No further complications have been reported as a result of this event.

Manufacturer narrative:
H6 ¿ patient code c3064 is no longer applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8780, serial# (B)(6), implanted: (B)(6) 2013, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2020. It was reported that the catheter broke off at the anchor. That is where it was surrounded by bone and unable to be retrieved. It was discarded by the account. It was also reported that the catheter remains in the patient and could not be removed. There were no further complications reported/anticipated.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on 2020-jun-10. It was reported that the volume discrepancies had remained an ongoing issue and due to the covid-19 pandemic troubleshooting had not been possible. At the most recent refill, they were expecting 2.3ml and got 19ml back from the pump. The pump logs showed no issues and the discrepancies had been getting worse. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the inability to aspirate during the dye study was not determined. Regarding the MRI, they were waiting an order for sedation. The cause of the pain and discomfort that continued after the residual returned to normal was unknown. The patient has since had a refill without discrepancy and an MRI was planned. There was no impact to the patient and the system was implanted and still in use. No further complications were reported.